Event description:
I had lasik surgery in 2002. In 2006, I began noticing blurriness in both eyes. In two months later, I was diagnosed with post-lasik keratoconus -ectasia-. At the time of the surgery, I was not informed of a potential problem such as this. The surgeon merely made a comment to the effect of "your corneas seem a little thin, but I think the surgery should be okay." Prior to the surgery, I was -6.00 in the right eye and -8.00 in the left. I am presently at -6.00 in the left eye, and over -9.00 in the right eye. Eventually, I may need to attempt a corneal transplant.